Manufacturer narrative:
The received deconatminated components of a smiths medical tracheotsomty were returned for evaluation. The compenents were visually inspected and no defect, deformation, occlusion nor any other abnormality was found. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Patency of inner cannulas (005/073/675 and 007/920/275) verse tracheostomy tube (007/910/775) was checked and we can confirm that inner cannulas can be smoothly inserted and removed from tracheostomy tube. It was noted that the inner cannula is connected to red cap (possibly decanulation cap). This red cap is obstructing airflow of inner cannula. It was then noted that the inner cannula is a different size than the tracheostomy tube and therefore not compatible with the tracheostomy tube (007/910/775). This unknown inner cannula is not manufactured by smiths medical and it shall not be used together with smiths medical tracheostomy tube (007/910/775). This is described in IFU lls10001031-001 rev. 100, page 2: "use only blueline ultra inner cannula with blue line ultra tracheostomy tubes."

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cannula to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was reported to be occluded with dried secretions and impossible to remove. Subsequently, the patient was found expired at 2200 hours. It was reported that the patient was a ventilator dependent patient receiving 3l o2 via aquapac with o2 saturations of 93%. The last time of suction was noted to be at 2000 hours, the cannula had been in use for 4 days and it was noted to be cleaned earlier that day. The cause of death was reported to be from cardio pulmonary arrest.